Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that a haptic of a cq2015a, +17.5 diopter, intraocular lens bent during loading on (B)(6) 2018 with no paitent contact. Backup lens was implanted. The problem resolved.